Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. The reported issue was found to be due to corrosion on the plug unit, causing a b30 error (scope communication error) to occur. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope connected but had no image. The issue was found during preparation for use. There were no reports of patients¿ harm.